Event description:
It was reported that the patient presented in clinic for follow up. Upon attempted interrogation, the implantable cardioverter defibrillator could not be interrogated via radio frequency telemetry. Separate rf antennas was use and a device download was performed without any success. The patient would be continued to be monitored via an inductive transmitter.